Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing unintentionally unscrewed/disconnected while in the out-patient surgery center at a port near the 3-stopcock junction during an or case and leaked. There was no harm to this adult patient.